Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a severe fall resulting in pain in nov. The pt discussed their pain and device problems with their dr, and had lead and device replacement on (B)(6) 2010. The pt programmer was also replaced. The pt was successfully reprogrammed, and had no further problems. Add'l info has been requested.